Event description:
The customer reported her blood glucose reached 293 mg/dl less than 24 hours after the pod was activated. She noticed the cannula was slightly bent. The pod was deactivated and discarded.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.